Event description:
Lm safety needle, 25g x 1 1/2 inch. Two needs have fallen off the safety device onto the ground prior to administration. Also, several needles have bent, or become crooked in the syringe connection when you press on the safety to engage it. No photos taken because these were dangerous situation where the needles needed to go into the sharps immediately. We have pulled all of these needles in our shipments out of use. They are overall unsafe. 'Lm, cn'. FDA safety report ID# (B)(4).